Event description:
It was reported that a user experienced a hyperglycemic event with blood glucose above 400 mg/dl while using the ilet bionic pancreas, perceived as insufficient insulin delivery, after earlier changing only the cartridge and later replacing all infusion supplies, which normalized glucose. Symptoms included thirst and increased urination. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included review of the event details and troubleshooting with user education. Investigation of this case revealed an inconclusive cause with resolution after complete infusion set and supply replacement. It was concluded that the event was user-reported hyperglycemia with cause unclear, with product use education provided and no device performance confirmation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.